Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not completely correct in the initial report. The corrected information has been provided in section b5 with this report. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 under medical device problem code : 1183 with this report.

Event description:
Missed/corrected description: customer was on timoptic eye drops. Current blood glucose value was 137 mg/dl and then the blood glucose was 400 mg/dl as the customer was off the pump. Display did return after restart during troubleshooting.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and hypoglycemia with a blood glucose value of 400 mg/dl at the time of the event and customer experienced that blank display also. The customer was taken to emergency room and admitted to the hospital and was treated with manual injection/insulin pen. Troubleshooting was performed and found that the insulin pump was not used within 48 hours. It was unknown the auto mode feature was active at the time of event. It was unknown whether the customer will discontinue the use of the insulin pump. The pump will be returned for analysis. Corrected narrative: the customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 35 mg/dl. The customer¿s current blood glucose value was 187 mg/dl and then the blood glucose was 400 mg/dl as the customer was off the pump. Customer reported that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 4 days. No blank display noted. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 00:59:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104); (B)(6) 2023 10:30:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73); (B)(6) 2023 10:35:15.000 batteryremoved (55); (B)(6) 202310:35:15.000 alarmalertnotification (40) faultnumber: batteryremoved (84); (B)(6) 202310:37:06.000 batteryinserted (44); (B)(6) 2023 18:31:09.000 batteryremoved (55); (B)(6) 202318:31:09.000 alarmalertnotification (40); faultnumber: batteryremoved (84); (B)(6) 202318:32:27.000 alarmalertnotification (40); faultnumber: postresetramcrcalarm (23); (B)(6) 2023 18:33:42.000 alarmalertnotification (40); faultnumber: battoutlimit (6); (B)(6) 2023 18:33:50.000 alarmalertnotification (40); faultnumber: battoutlimit (6). Low battery alert was due to the battery in the pump is low on power. The replace battery alert/ change battery fault (73) was triggered 9.5 hours after the low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Battery out limit alarm and pump error 23 was due to the battery removed for more than 10 minutes pump or reset due to battery backup depletion. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Pump error 23 not confirmed. Battery out limit alarm (6) not confirmed. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. The pump passed the functional testing. Unable to confirm alleged low bgs. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.